Event description:
During an unrelated procedure, insulation damage was visually confirmed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of ¿insulation defect found on the proximal ra lead¿ was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual examination found the outer insulation cut/damaged proximal to suture sleeve impression. The cause of the reported event was isolated to the outer insulation cut/damaged consistent with procedural damage. Visual and x-ray inspections of the lead did not find any other anomalies.